Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-4020c-07 fast-thread bio-composite interference screw cracked and broke during insertion. After removing all the broken fragments, second one was opened and case was completed without further issues. This was discovered during an btb acl reconstruction on (B)(6) 2022.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which displays the biocomposite screw and a broken thread. The cause, however, remains undetermined without receipt of the device for physical evaluation. No change in harm was identified.